Manufacturer narrative:
E1: initial reporter postal code: (B)(6), should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately two hours into continuous renal replacement therapy (crrt) using a prismax machine, a prismaflex st60 set and an extracorporeal membrane oxygenation (ECMO) system, the alarm b2222: (system reset occurred) was triggered. The treatment was ended and the extracorporeal blood was not returned to the patient with a blood loss of 97 ml. The patient required an unspecified number of blood transfusions. No additional information is available.

Manufacturer narrative:
H10: the device was not received for evaluation; however, the event history log was reviewed. Per the log review, treatment started on (B)(6) 2023 at 06:27:39, and was run with extracorporeal membrane oxygenation (ECMO). At 10:42 on the same day the pod_reposition was activated, but it remained active for half an hour, causing the alarm b0916 (sequence pod_reposition was active for longer than expected). The return pressure read by prismax machine was higher than 300 mmhg. After this alarm, the machine performed the therapy recovery successfully. However, when the pod repositioning was activated again, it remained active for too long, causing the alarm b0916 again. In this case the return pressure was too high (higher than 300 mmhg). The prismax machine is not designed to perform when the pod repositioning return pressure is higher than 300 mmhg. Also, it should be noted that ECMO is an off-label use of prismax machine. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.